Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. Patient identifier complete entry = sample ID (B)(6). All available patient information was included. Additional patient details are not available. An abbott field service representative (fsr) was dispatched due to the customer reporting a falsely elevated stat high sensitive troponin-I result on the architect i2000sr, serial number (B)(4). Through an extensive investigation, the fsr determined no definitive part to be the likely cause, so the architect i2000sr, serial number (B)(4), was considered the likely cause. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no product deficiency was identified.

Event description:
The customer observed a falsely elevated architect stat high sensitive troponin-I result for one patient. The following data was provided (customer¿s cut off for males is <34 pg/ml, for females is <16 pg/ml): sample ID (B)(6) initial result, on (B)(6) 2021, was 835.9 ng/l, repeated on another analyzer was 5.3 ng/l. The patient was recollected, sample ID (B)(6), and result was 5.6 ng/l, repeated on the analyzer used for the initial sample, was 6.6 ng/l. There was no impact to patient management reported.

Manufacturer narrative:
This follow up is submitted, to populate fields d8 and/or h6 with data, that had previously been provided in field h10. There is no change to the content of the data.